Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received that the patient called back asking for help using the new recharger and reported seeing a not found message on their programmer. Determined the patient was opening the therapy application. Reviewed how to close all applications and open the recharger application. Reviewed steps to pair the new recharger and patient was able to do so successfully with the help of a caregiver. This resolved the reason for the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they are having trouble connecting to their wireless recharger. Determined that patient was experiencing the same issue due to opening the therapy application again. Reviewed how to close all applications and open the recharger application. Patient was able to connect to their implant via recharger application. Troubleshooting resolved the reported issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the company representative, indicating that the cause of ins and the recharger initially not connecting to the handset/therapy app remains unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the therapy application displaying a 'device not responding' message, referring to the implant. Healthcare provider (hcp) is working with the pt to connect to their implant. Patient states the implant should be charged and is currently wearing their recharger. Rep had them open the recharger application to try and connect to get a battery level reading, but got a message about a different recharger being connected. Pt was transferred to technical services for assistance. Rep reported patient had no symptoms. Additional information was reported by healthcare provider (hcp). Hcp was concerned that external equipment wasn't working and that therapy is off because patient is unable to move. Technical services walked caller through connecting with handset/communicator which showed implantable neurostimulator (ins) was on and 25%. Communicator was charged to 96% and handset was charged to 85%. Technical services walked caller through placing recharger over patient's chest and it appeared to connect to ins but when attempting to connect to handset, it showed "not found"; all three battery indicator lights on the recharger were solid. Technical services walked caller through restarting handset and resetting recharger which allowed them to connect to recharger to show that ins was on, at 25% and charging with excellent connection. Technical services reviewed to continue charging ins to 100% to avoid losing therapy. Technical services redirected patient to primary hcp given that ins is on and external equipment is working as expected.